Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir contains air bubbles. The customer's blood glucose reading was 103 mg/dl at the time of incident. Troubleshooting advised customer to repeat prime until the air bubbles are no longer visable and to warm the insulin before insertion. Customer was advised to change out the infusion set to see if that would resolve the issue and customer indicated that insulin can be seen in the tubing.